Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) ranged from 354 to 700 (mg/dl). The customer went to the emergency room (ER) and was treated with intravenous fluids. Approximately 4 hours later, the customer left the ER with a bg of 268 (mg/dl), feeling fine.